Manufacturer narrative:
(B)(4). The patient's peritonitis was manifested by turbid effluent. On an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The cause and treatment were not reported. The patient¿s outcome was not reported. No additional information is available. This is report 2 of 3.